Manufacturer narrative:
(B)(6). A photograph was returned from the customer in support of this complaint. The photograph showed the reported defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5236478. Bd was able to duplicate or confirm the customer's indicated failure mode. Evaluation of the returned photograph confirmed discolored additive in 1 tube. Indeterminate root cause.

Event description:
It was reported that a 2.7 ml, 13 x 75 mm bd vacutainer® citrate tube contained liquid that was yellowish. The colour of the citrate was not clear. No medical intervention or serious injury reported.